Manufacturer narrative:
This product has been returned back from the field for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a static template lost (tl) code. Review of device data by engineers found the s-ICD had started and completed a cap reform, followed by a power supply (ps) reset. The ps reset was the reason for the template being lost. Given the timing of the reset around a cap reform, a hardware malfunction was suspected and device replacement was recommended. At this time, no intervention has been performed and the s-ICD remains in service. No adverse patient effects were reported. Additional information provided from the field indicated surgical intervention was performed and the s-ICD was explanted and replaced. The s-ICD is expected to be returned back from the field for analysis, this report will be updated upon completion of analysis.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a static template lost (tl) code. Review of device data by engineers found the s-ICD had started and completed a cap reform, followed by a power supply (ps) reset. The ps reset was the reason for the template being lost. Given the timing of the reset around a cap reform, a hardware malfunction was suspected and device replacement was recommended. At this time, no intervention has been performed and the s-ICD remains in service. No adverse patient effects were reported. Additional information provided from the field indicated surgical intervention was performed and the s-ICD was explanted and replaced. The s-ICD is expected to be returned back from the field for analysis, this report will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. High powered visual inspection of the lead barrel and header of the device identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. Analysis of the device memory confirmed the lost template (tl) error was recorded on 02-may-2021. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device did not pass all testing. The device case was removed, and visual inspection of the hybrid noted cracked solder joints on the high voltage capacitor. Based on this finding and the power supply resets recorded in device memory, it appears that the broken solder joints resulted in power supply interruptions during hv capacitor charging. As such, it was concluded that the tl error was due to the identified cracked solder joints on the high voltage capacitor.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a static template lost (tl) code. Review of device data by engineers found the s-ICD had started and completed a cap reform, followed by a power supply (ps) reset. The ps reset was the reason for the template being lost. Given the timing of the reset around a cap reform, a hardware malfunction was suspected and device replacement was recommended. At this time, no intervention has been performed and the s-ICD remains in service. No adverse patient effects were reported.